Manufacturer narrative:
G4: similar product to 192-000. Investigation summary: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m231855 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 193-000 / lot m231855, test base part number 192-430 / lot m231855. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m231855 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is sample interference or cross contamination.h6-health effect impact. H3 other text : single use device, discarded.

Event description:
The customer reported sixty-three (63) false positive results with the ID now covid-19 2.0 assay for multiple patients performed between (B)(6) 2023 and (B)(6) 2023 using one lot. This MFR. Report addresses test thirty-five (35) of sixty-three (63). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on a nasal sample using the kit swab. It was reported that the samples were transported from the point-of-care in a clear plastic bag with a request card via a ¿runner¿. Upon arriving at the testing location, the samples were processed as machines became available. Per the customer, the samples are delivered to the testing lab within an hour. Confirmation testing via cepheid pcr was performed using vtm nasal samples and generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Event description:
The customer reported sixty-three (63) false positive results with the ID now covid-19 2.0 assay for multiple patients performed between (B)(6) 2023 and (B)(6) 2023 using one lot. This MFR. Report addresses test thirty-five (35) of sixty-three (63). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on a nasal sample using the kit swab. It was reported that the samples were transported from the point-of-care in a clear plastic bag with a request card via a ¿runner¿. Upon arriving at the testing location, the samples were processed as machines became available. Per the customer, the samples are delivered to the testing lab within an hour. Confirmation testing via cepheid pcr was performed using vtm nasal samples and generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
G4: similar product to 192-000. The investigation is ongoing. A supplement report will be sent upon investigation completion or receipt of additional information. H3 other text : single use device, discarded.